Event description:
It was reported that the shaft kinked. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified posterior descending artery and atrioventricular right coronary artery (rca). While performing a percutaneous coronary intervention, the guidezilla device was advanced; however, the shaft kinked. There were no patient complications reported. The patient status is good. However, device analysis revealed a shaft break.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: returned product consisted of a guidezilla guide extension catheter in two (2) pieces. Microscopic examination revealed a complete separation at the collar/proximal shaft bond with pulled ptfe at the end of the shaft separation. There was a kink .75mm from the end of the shaft separation. The collar was damaged. Microscopic examination presented no damage or irregularities to the tip of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).